Manufacturer narrative:
(B)(4): not received by manufacturer.

Event description:
It was reported that an unknown stryker handpiece was being used in a left foot chevron surgery when a black particle came out and went into the surgical site. The particle was removed with irrigation and the procedure was completed with no patient or user injuries, and no adverse consequences.